Event description:
It was reported that surgery time was extended.

Manufacturer narrative:
The product code listed is not a valid code for the reported device. The correct code is olo; this code is not listed in our MDR reporting database. We have made a request to our vendor for this code to be uploaded.